Manufacturer narrative:
Approximate age of device- 1 year and 10 months. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room (ed) on (B)(6) 2019 complaining of abdominal pain and headache for the past three days and noticed increased discharge from driveline site and leukocytosis with white blood count of 14. Ultrasonogram revealed a 1x2x3 cm3 fluid collection concerning for pus vs. Seroma vs. Hematoma. The fluid collection was not amenable to drainage via surgery or us guidance. The patient was given 500 cc ns bolus and 4 mg of IV morphine for pain in the ed. A computed tomography angiography (cta) of abdomen and pelvis was done and results were normal and no evidence of abscess. The patient was admitted to hospital for suspected driveline infection and was started on doxycycline 100mg for chronic suppressive therapy. Dermatology was consulted as the patient had significant pruritus at the driveline site and was started on lidex gel for contact dermatitis and was discharged with 10 tablets of oxycodone as most of the pain occurs with dressing changes. No additional information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.